Event description:
It was reported the single use aspiration needle despite having tightened the sampling safety device (grey screw), there was no locking of the puncture depth and therefore no safety device. The issue occurred during a therapeutic endobronchial ultrasound bronchoscopy procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to complaint (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that despite the screwing of the mount part to block the sheath, it continues to move a lot during puncture was caused by the following factors: when the needle was pushed out, frictional resistance was generated between the needle tube and the sheath, the sheath was pulled in the longitudinal direction, and the sheath moved together with the needle tube. The elongation of the sheath was within the design value, and there was no abnormality that could lead to the event you indicated, so we judge that there was no problem with the product. The buckling of the insertion portion was caused by a bending load applied to the insertion portion during handling, but we were unable to determine the cause of the buckling. Olympus will continue to monitor field performance for this device.